Manufacturer narrative:
Product analysis a non-medtronic graft was returned alongside five other pieces, indicating significant damage to the bifur, which was cut at the sixth stent ring where the two limbs divide. The nitinol stent rings were protruding from the stent fabric, which had been transectionally cut, and burn marks were visible on both the nitinol and the graft fabric. A limb section was removed from the bifur, revealing six rings within the gate, and one broken nitinol stent ring was received separately. The ipsilateral leg of the bifur was cut between the 16th and 17th stent rings, and another section of graft consisting of two broken stent rings and fabric was possibly from the ipsilateral leg. The bifur, measuring 26mm od, 16.5cm in length, and 15mm od on the legs, appeared to be missing 17 stent rings. The limb section, 15mm od and 11.5cm in length, was missing approximately 15 stent rings. Analysis revealed stent ring fractures at burn sites on stent rings 1, 2, and 3, with suture breaks on stent rings. Significant damage was noted to all sections returned; however, no holes or tears were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft system was implanted in the endovascular treatment of a aaa. 21 years later a fenestrated unknown brand stent graft was implanted due to a type ia endoleak to extend the aneurx bifurcate proximal seal. 5 years later the aneurx was explanted due to continued dilation and the fenestrated stent graft lost seal. The graft was cut off below the renal arteries down to the right and left common iliac arteries. The graft limbs were left insitu and a surgical graft stitched to it. No cause of the events was provided per the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.